Event description:
(B)(6) morbidly obese white male with history of chronic systolic heart failure, stage d, underwent heartmate 2 lvad implantation on (B)(6) 2014. He has had significant weight gain of (B)(6) pounds after lvad implantation due to improvement in his functional capacity and reduction in heart failure symptoms. The patient did well until (B)(6) 2014 when he fell off a ladder subsequently developing hematuria and injuring his driveline. He also had evidence of chronic driveline infection and was started on bactrim (B)(6) 2015. The patient was in his usual state of health until time one day prior to admission when his lvad began to demonstrate alarms concerning for possible driveline fracture. An attempt at repairing his driveline was unsuccessful.